Event description:
It was reported to philips that the system intermittently hangs during coronary procedure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service-disabled remote monitoring, and the system was operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).